Event description:
The customer reported there was leaking from the back check valve during an infusion. There was no patient harm or medical intervention required. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.